Event description:
An initial event notification was received by millyard advanced medical products, llc on 11-may-2026. The user reported that they experienced two hypoglycemic events while exercising using the twist automated insulin delivery (aid) system. The user further reported that they experienced symptoms of numbness and tingling but were able to self-treat during each event. Specific glucose values were not provided. The user remains ongoing on their twist aid system.

Manufacturer narrative:
The user reported experiencing hypoglycemic events; however, the exact dates of the events were not provided. Therefore, the event date (b3) is not provided in this report. Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be determined. Device functionality at the time of the hypoglycemic events cannot be assessed through log data as the event dates are unknown. The twiist aid system user guide provides information about the potential causes of hypoglycemia and how to prevent it. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc, for evaluation.